Event description:
It was reported that a patient underwent generator revision surgery due to end of service. A battery life calculation performed using the programming history available in the in-house database confirmed that the generator was at end of service. The explanted generator was returned to the manufacturer for analysis and a leaky capacitor, c6, was found which demonstrates an increased current consumption of the device. The c6 capacitor was replaced and the generator met the testing specifications. While the end of service condition of the generator was an expected event based off the battery life calculation, it is unknown to what extend this condition was caused by the c6 capacitor. The DHR for the generator was reviewed and found to meet all specifications prior to shipment.